Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. Inflammatory nodule is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient injected with 1 ml juvéderm® voluma¿ with lidocaine presented with inflammatory nodules in the left lower lip 2 months post injection. Treatment included paracetamol solupred 60mg 10 days then 20mg /day ice, and augmentin.

Manufacturer narrative:
Additional data: b5, h6.

Event description:
Additional information noted symptoms resolved.